Event description:
The customer reported the system intermittently failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller printed circuit board was replaced. The system was then found to be operating as intended.